Manufacturer narrative:
The customer reported that the central nurse's station (cns) was discharging patients on its own. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was discharging patients on its own. No consequence or impact to the patient.

Event description:
The customer reported that the central nurse's station (cns) was discharging patients on its own. No consequence or impact to the patient.

Manufacturer narrative:
Details of the complaint. On (B)(6) 2018, customer at (B)(6) hospital reported patient data was missing on the cns (pu-681ra sn: (B)(6)). Strong waves were still present. On 12/13/2018, nka employee was onsite and reported the customer had been experiencing patients being discharged all by themselves and an instance in which a patient previously discharged was admitted by itself. The staff would have to readmit the patients to resume monitoring. Additionally, full disclosure did not work and adt began to work after the cns was restarted. The discharge of patients would occur every 60 to 90 minutes and was sporadic as to what beds. The system consisted of one cns-6801a and 4 org's. The software was downgraded to 04-20 and after 24 hours, there were no further reports of the previous issues. Investigation result. The cns was delivered to (B)(6) hospital on 09/12/2018. Review of device sap history found the issue of missing patient data and patient discharge was previously reported on 10/05/2018 under notification (B)(4). Per ticket notes, the issue began when the cns was installed during the go live. Troubleshooting found that the new cns was not added to the host server. This was corrected. Additionally, 4 org's were downgraded from software version 04-31 to version 04-20. Per mtbin 036b nihon kohden patient monitoring products compatibility matrix, the org-9100 software version 04-31 is not compatible with cgs-9001, cgs-9002, and qp-983p. Downgrading the org version to 04-20, which is compatible with all products, resolved the issue. From the information available, the root cause is determined to be software incompatibility of the nihon kohden products. This was discovered upon installation of the new cns. No further reports of missing patient data or patient discharge was reported after downgrading of the org software. Investigation conclusion. From the information available, the root cause is determined to be software incompatibility of the nihon kohden products. This was discovered upon installation of the new cns. No further reports of missing patient data or patient discharge was reported after downgrading of the org software. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.